Event description:
The customer returned the duodenovideoscope, an olympus asset, with no reported complaint. During device evaluation, the air/water cylinder & air/water tube had foreign objects, a gap in the adhesive area between z-block and distal end and adhesive around the objective lens had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the aw-cylinder & aw-tube have foreign objects could not be determined, and the cause of the gap in adhesive area between z-block and distal end and adhesive around objective lens has a chip was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.